Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the existing ipp was not the correct size for the patient. The existing ipp, which consisted of 18 cm cylinders, was explanted and replaced with a new ipp consisting of 15 cm cylinders. The replacement ipp was confirmed to be the right fit for the patient. The explanted ipp did not exhibit any malfunctions but was returned for analysis. The patient was reported to be doing well before, and after the replacement surgery.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the existing ipp was not the correct size for the patient. The existing ipp, which consisted of 18 cm cylinders, was explanted and replaced with a new ipp consisting of 15 cm cylinders. The replacement ipp was confirmed to be the right fit for the patient. The explanted ipp did not exhibit any malfunctions but was returned for analysis. The patient was reported to be doing well before, and after the replacement surgery.

Manufacturer narrative:
Investigation results: an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.